Event description:
Customer reported that she visited the emergency room with diabetic ketoacidosis and high blood glucose over 650 mg/dl. Customer stated she went to bed with blood glucose of 97 mg/dl and awoke with blood glucose between 400 mg/dl and 500 mg/dl. The customer experienced the symptom of vomiting and she drank water and sports drink. Customer checked site and found that cannula was bent. She was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Customer declined troubleshooting for bent cannula, but received assistance in logging on to carelink. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-82978.